Manufacturer narrative:
(B)(4). The associated device was not returned. A photo was provided, which confirmed the stated failure. A review of the device information provided indicates that the reported device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liner. No additional actions are being taken at this time. We consider this investigation closed. If additional information is received in the future, this complaint will be reopened.

Event description:
It was reported that a revision hip surgery was performed due to a fractured ceramic liner.